Event description:
A customer reported an arcuate incision that cut full thickness in the right eye during a laser assisted cataract surgery. The surgeon placed one suture across the incision. There was also a slight corneal abrasion so a bandage contact lens was put on the eye. Patient is using a steroid drop, antibiotic drop and antibiotic ointment. Additional info has been requested.

Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).